Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B3: corrected date of event per new information. This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the 1st impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A fifty-five-year-old male with a two-week history of symptoms presented with delayed acute myocardial infarction complicated by cardiogenic shock (scai stage). Prior to the clinical decision to implant an impella 5.5 device, the patient experienced a cardiac arrest. Extracorporeal life support (ecls) was initiated and the patient was stabilized. Two days later, an impella 5.5 was implanted successfully, and the patient remained on support for approximately 13 days. During the initial implantation procedure, the first pump was unable to start properly. The device was exchanged for another impella 5.5 pump, which functioned as intended. The procedure was completed without further device-related complications. On the fifth day of support with the second impella 5.5 gastrointestinal bleeding occurred. Hemoglobin remained stable and no blood transfusion was required.